Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3. Three times in a row, when pulling out the needle, the mechanism lock gets blocked.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): event 3. The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.